Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found two external abrasions breaching the outer insulation at proximal to the suture sleeve impressions consistent with friction to device can. The outer coil was found to be exposed at both locations. The cause of noise was due to the outer coil being exposed at the abraded regions.

Event description:
It was reported that the pacemaker (pm) and right ventricular (rv) lead exhibited episodes of over-sensed noise which resulted in pacing inhibition. The rv lead and pm were explanted and replaced. The patient was in stable condition.